Manufacturer narrative:
The protego lead was removed from the patient on (B)(6) 2021. The lead was discarded at the hospital. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient experienced inappropriate shocks due to lead noise and visited the hospital. Therapy was turned off.